Event description:
It was reported that this right ventricular (rv) lead triggered a high, out of range (oor) shock impedance alert. According to the health care professional, the value showed an increase in a short period of time. Additional analysis was recommended to determine the root cause for the observed issues. The field representative was not able to give additional information on the matter after a follow up. The rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead triggered a high, out of range (oor) shock impedance alert. According to the health care professional, the value showed an increase in a short period of time. Additional analysis was recommended to determine the root cause for the observed issues. The field representative was not able to give additional information on the matter after a follow up. Several months months later, high pacing thresholds were also observed on the rv lead that remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.